Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to bent pins on the multifunction cable. The bent pins did not allow the defib pads to properly connect to the multifunction cable. The x series operator's guide details the daily/shift check procedure which includes inspection of the device and all accessories prior to use. It states, "inspect all cables, cords, and connectors for signs of damage or excessive wear (cuts in insulation, fraying, broken wires, dirty or bent connector pins). Replace if damaged." The customer's multifunction cable was scrapped after testing and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 72-year-old female a patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.